Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced pericardial effusion, pericarditis and tamponade one month post-implant of a leadless implantable pulse generator (ipg). The patient also experienced increasing chest pain and shortness of breath. It was further reported that the leadless ipg tine was potentially irritating the pericardium and causing an inflammatory response. A drain was used. About a week after the drain was removed, an echocardiogram identified that the effusion was gone. The leadless ipg remains in use. No further patient complications have been reported as a result of this event.